Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that the stent graft was explanted and has not returned to medtronic for evaluation.